Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented via merlin.net transmission, multiple episodes of pmt pacermaker-mediated tachycardia and automatic mode switches due to competitive atrial pacing. No intervention was reported.